Manufacturer narrative:
Unit passed during rewind and basic occlusion, occlusion, the excessive no delivery and displacement test, however the pump was unable to prime during the prime test due to faulty fsr gold. The motor was tested outside the device and passed motor test. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.